Manufacturer narrative:
H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. G4: PMA / 510(k) #:unknown.> d4: product identifiers unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from health care provider regarding a patient undergone transforaminal lumbar interbody fusion (tlif). It was reported that patient had worsening and severe low back pain with going from a sitting to a standing position. Concerns about nonunion/ hardware loosening. No further complications were reported/anticipated. Additional information was received that CT scan of lumbar spine as well as MRI demonstrated endplate modic changes at l5-s1 and CT scan demonstrated subsidence of tlif cage with non-union with persistent right lower extremity pain that is improved with positional change in terms of laying down as well as sitting. Medical opinion of patient is candidate for an l5-s1 anterior lumbar interbody fusion as well as extraction of the l5-s1 tlif cage. Additionally, ap and lateral lumbar spine x-ray with flexion-extension view clearly demonstrated subsidence of the tlif cage with worsening alignment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the explantation of cage was performed at l5-s1 with anterior lumbar fusion procedure due to non-union. The cage and infuse were explanted and no additional biopsies were taken. It was said that the additional surgical procedure was an elective removal. The index treated level(s) were not fused prior to the elective removal of the fixation component of the original surgical construct.